Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the tip of the fiber broke off inside the patient after 23 minutes and 23,916 joules of use. The metal tip was retrieved immediately using a grasper. A second fiber was opened and the procedure was completed without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the metal and glass cap were detached. Based on this observation, the reported event is confirmed. It is probable that the identified tissue adhesion on the remaining of the fiber tip surface contributed to elevated temperatures near the laser beam output window leading to the tip detachment. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified cap detachment.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the tip of the fiber broke off inside the patient after 23 minutes and 23,916 joules of use. The metal tip was retrieved immediately using a grasper. A second fiber was opened and the procedure was completed without patient complications.